Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned closure top was evaluated. The closure top was confirmed to have backed out; the witness marks on the bottom surface indicate that the closure top was incorrectly positioned against the rod during final tightening. The cause is attributed to the rod not being fully seated in the housing, though it is possible this screw underwent off-axis loading. Since it is stated that the surgical procedure was followed, it is more likely that an unintentional off axis load was applied. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage and installation.

Manufacturer narrative:
The closure tops were reported to have been implanted "about a year ago". Reference report 3003853072-2017-00138 for this event. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address two closure tops which backed out post-operatively. One closure top backed out fully from the pedicle screw while the other backed out only partially from the pedicle screw. This is report two of two for this event.